Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The configuration was automatically changed to unipolar following the out of range measurement. Noise was observed in this configuration resulting in pauses in pacing for approximately two to four seconds. It was reported that patient experienced dizziness. The patient was admitted for a lead revision. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.